Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd nexiva¿ IV catheter system leaked from the luer access split septum during the IV push injection. The following information was provided by the initial reporter: "bd nexiva ¿ luer access split septum ¿ today we had a leak around the luer acess split septum in two different spots (at the luer connection, and at the top) ¿ it was when a nurse was doing an IV push injection through the line. They then swapped it to a max zero needless connector and it seemed to be fine."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nexiva¿ IV catheter system leaked from the luer access split septum during the IV push injection. The following information was provided by the initial reporter: "bd nexiva luer access split septum. Today we had a leak around the luer acess split septum in two different spots (at the luer connection, and at the top) . It was when a nurse was doing an IV push injection through the line. They then swapped it to a max zero needless connector and it seemed to be fine"